Event description:
Patient with dual lumen powerport was in CT when contrast was being injected the patient called out. The patient reported that he felt pressure and a "pop". Contrast infiltration noted. Patient then scanned without contrast. Scan completed without IV contrast. Port was later removed. FDA safety report ID# (B)(4).